Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis; degenerative disease type of procedure or technique used: open surgery it was reported that post-op, the rod was reported damaged. The patient had achieved solid fusion. Patient complications as a result of this event was unknown. However, a rod replacement surgery was performed as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rod was broken. Post-op, patient had pain due to this event.